Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was not observed. The photo does show that the tubes in a row, the additive that has been applied to the inside of the tube is seen in a small mist or dot formation. This is the normal appearance for the spray coat pattern for this product additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that there is condensation in the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that there is condensation in the tubes.